Event description:
A pt experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 120mg/dl, 160mg/dl. Tests were done less than 10 mins apart with a difference of 25%. Pt did not experience any adverse event. No further info has been reported.